Event description:
Patient reported left side rupture. Later healthcare professional clarified no rupture but reported left "pain", "cystic nodule" (non device related), and "free fluid around implant". The device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is a medical event not related to the device. Seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: deformation observed. Creases were observed. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Later healthcare professional clarified no rupture but reported left "pain", "cystic nodule" (non device related), and "free fluid around implant". The device has been explanted and replaced.